Event description:
A user facility reports a capsular bag rupture intraocular lens (iol) implant surgery. Pt prognosis reported as "good".

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent in the gusset and distal regions with one haptic adhered to the anterior optic surface. The optic edge was torn/split. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 10/23/2007 by fax and mail. A questionnaire was returned 10/31/2007.